Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to moisture damage electronic assembly. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 94mmol/l. The customer stated they went to deliver a bolus and noticed the blank display. The customer stated that contacts on the battery cap were not missing or damaged. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.